Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a provider of a patient who was treated with coolsculpting elite system to the abdomen, infra-scapular (posterior bra) area, and flanks on (B)(6) 2024, to the abdomen, infra-scapular (posterior bra) area, and flanks on (B)(6) 2024, to the abdomen and flanks on (B)(6) 2025, and the infra-scapular (posterior bra) area on (B)(6) 2025. The treatments were performed using the curve 150 (c150) applicator to the abdomen, using the curve 120 (c120) applicator to the infra-scapular (posterior bra) area, and using the curve 120 (c120) applicator to the flanks. Paradoxical hyperplasia (ph) was diagnosed to the to the abdomen, infra-scapular (posterior bra) area, and flanks on (B)(6) 2025 by the provider medical. Allergan medical safety determined that the allegation is consistent with ph to bilateral upper abdomen, bilateral lower abdomen, bilateral posterior area (infra-scapular) area and bilateral flanks completed/approved on (B)(6) 2025.